Manufacturer narrative:
Device had stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 536 mg/dl. The customer called because the battery was stripped, they cannot take out battery and replace it. Customer was advised to discontinue use of the insulin pump if the battery was low. Customer was advised to monitor the insulin pump closely if they continue use of the insulin pump. The customer declined troubleshoot. The insulin pump was returned for analysis.